Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer's condition did improve from the time of the initial contact. The customer does not have any diabetic symptoms at this time. The customer did not have any medical intervention since the last call; because he started feeling better after the call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 170mg/dl. The customer reports symptoms of dizziness and seeing black spots. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016 a back to back blood test was performed by the customer fasting and produced test results of 49 mg/dl and 51mg/dl. The product is stored in the living room. The test strip lot manufacturer's expiration date is 08/18/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:49 mg/dl, (B)(6) 2016, 01:07:00 pm, fasting: yes. A 2:51 mg/dl, (B)(6) 2016, 01:08:00 pm, fasting: yes.